Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instruction for use (IFU) advise to examine the hvad® pump implant kit package and other component packaging. They must be unopened and without any visible damage including abrasion, delamination or punctures. A wet test is required to be performed per IFU and procedural standards in order to use the device. If the device fails the wet test it would require exchange of the device for the backup pump prior to use in the patient resulting in user annoyance and will not affect the patient or the functioning of the system that is implanted. During the pre-implant test and prior to implantation: the hvad® pump must be completely submerged in fluid before being turned on. Never turn on the hvad® pump in air. Do not use an hvad® pump that was turned on without total submersion in fluid. Run the pump for 30-60 seconds. If, at any time during this test, the power exceeds 3 watts, do not use the pump - set it aside and repeat this process using the backup hvad® pump. An audible click should be heard when connecting the driveline to the controller or driveline extension. Failure to ensure a secure connection may cause an electrical fault. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the pump did not start. "The speed shown on the monitor was 470 rpm, restart of the pump and controller replacement did not solve the problem." It was stated that the patient remained on bypass as the pump was exchanged. It was further stated that the new pump started without problems with the previous controller. Also stated from the site was that the "explanation of the damaged pump the cable was cut." No further information if available.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The pump failed to meet specifications; the pump passed visual inspection and dimensional verification but failed functional testing due to a power shift experienced during post explant wet test. However, an internal investigation conducted via etr00381 demonstrated that there is no correlation between power shifts and complaints. Further review of the power shift condition revealed that the maximum power attained by the shift was 2.04 watts, which is considered an acceptable level of power consumption per ifu00308 rev.01 requirements. There is no evidence to suggest that a pump malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The controller, (B)(4), and batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of (B)(4) revealed that the devices met specifications; the units passed visual examination and functional testing. Initially, the complaint had an event date of (B)(6) 2015. Upon further review, it was determined that the correct event date is (B)(6) 2015. As a result, the log file analysis was updated and revealed that two vad disconnect alarms occurred on the reported event date of (B)(6) 2015 at 01:59:39 and 02:00:42. Prior to the vad disconnect alarm, the controller was connected to (B)(4) on power port 1 with 100% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 25% rsoc. During the vad disconnect alarm at 01:59:39, only one battery, (B)(4), was connected to power port 1 with 99% rsoc. The event files recorded a controller power up at 02:00:33, or a minute after the first vad disconnect alarm. Shortly after, a vad disconnect alarm was logged at 02:00:42 and only had one battery, (B)(4), connected to power port 2 with 24% rsoc. The vad disconnect alarms were the result of a physical disconnection of the driveline cable. The controller power up event was likely due to a double disconnection of both power sources. Log file analysis also revealed premature power switching events involving (B)(4). However, this observation is not related to the reported event. Both batteries, (B)(4), passed visual and functional testing. The most likely root cause of the power switching events can be attributed to a communication error between the controller and batteries. The manufacturer has an open internal investigation to evaluate the communication errors. The controller did not have the smr upgrade during the event. The most likely root cause of the reported vad stop alarms can be attributed to a physical disconnection of the driveline cable. The batteries, (B)(4), passed functional testing. This is three of four reports (3007042319-2015-01576, 3007042319-2015-01577, 3007042319-2015-01578 and 3007042319-2015-01579) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note that previously submitted 002 supplemental report submitted 21 oct 2016 contained information intended to be linked to report 3007042319-2015-01578 but was misrouted to 3007042319-2016-01578. Thus, the previous follow-up information from the 002 report only may be disregarded for 3007042319-2016-01578. Additional supplemental reports will be submitted to 3007042319-2015-01578 report series where applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.